Manufacturer narrative:
One 7f, duo-decapolar, super large curl, livewire ep catheter was received for evaluation. The catheter shaft was able to deflect when actuating the steering mechanism; however, the distal shaft did not meet specifications for curve shape due to bends in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement remains unknown.

Event description:
During an atrial fibrillation procedure, the catheter became entangled requiring the use of a snare to successfully remove the catheter with no adverse consequences to the patient. At the beginning of the procedure in voxel mode, while placing the catheter, it became looped and caught and was difficult to unloop to remove. A snare was used to remove from the heart and the device was replaced to complete the procedure with no adverse consequences to the patient. The physician does not allege any performance issues or device malfunction with the catheter.